Manufacturer narrative:
The complaint component was returned and analyzed, with no allegation against device. The ams 700 components were visually inspected and functionally tested. Both cylinders and reservoir performed within specification. The pump was functionally tested and failed the 8lb. Activation test (2),thus requiring more than 8lbs. Of force to activate. Product analysis identified device malfunction with the returned pump. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that device was returned to boston scientific without an allegation.